Event description:
An american living and working in another country since 2002, rptr has had serious problems with disetronic e-tron pumps since 2003. Rptr was hospitalized and given a replacement disertonic pump in 2004. In 2005, two pumps stopped functioning - and rptr had to exchange them for new ones. The first event was 2005, the second event eleven mos later. The two new pumps rptr rec'd often didn't seem to function well, with blood sugar levels becoming more and more erratic and uncontrolled, culminating in prolonged hypergylcemia for the last 3 months of 2005 and finally a week of hospitalization. After changing to a mini-med pump while in the hosp, blood sugar levels returned to normal levels within hours and have remained normal since then, still on the mini-med. Twice during 2005 rptr contacted disetronic with questions and rec'd no response.